Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated theunicel dxc 600 pro instrument, and identified the failure mode as multiple hardware. The fse replaced the carbon bridge, eic valves, two quad rings and tightened all valves which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of multiple erroneously high sodium (na) patient results on their unicel dxc 800 instrument. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided data for one (1) patient sample. Patient demographics were not provided.